Event description:
It was reported that they received an abnormal potassium (k+) value of 8.0 or 9.6 on the blood parameter monitor (bpm). According to the user, in the early minutes of cardiopulmonary bypass procedure (cpb), the k+ reading was abnormally high (>8.0) and well above the actual k+ level. The user stated that they did input the correct k+ code from the package. They did perform an in-vivo re-calibration and eventually the k+ level did return to a reasonable and accurate level. The device was not changed out, as the user continued to use the bpm and confirmed levels with periodic independent lab analysis. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. The subsidiary could not duplicate the reported issue.